Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure to treat varices performed on (B)(4) 2024. The nurse attached the device onto the scope. During the procedure, when they attempted to deploy the bands, it did not deploy. Upon inspection, it was found that the bands were stuck together. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure to treat varices performed on (B)(6) 2024. The nurse attached the device onto the scope. During the procedure, when they attempted to deploy the bands, it did not deploy. Upon inspection, it was found that the bands were stuck together. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event. Additional information received on september 3, 2024: the two speedband superview super 7 were used in the esophagus. It was noted that no difficulty was experienced upon setting up the devices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e1 (initial reporter title, initial reporter last name), and block e3 have been updated based on the additional information received on september 3, 2024.